Manufacturer narrative:
The device was not returned for analysis. Should the device be returned an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference:(B)(4).

Event description:
Pdc summerlin reported that a silent nite 3d one piece appliance has broken. Reportedly the attachment on the side is broken. No injury was reported.